Event description:
Incident reported as: patient had a trach mask on and the heater was inadvertently set to highest temperature, but not on high flow setting of the high flow heater. It was set for normal flows. The therapist reports that the curtain around the bed may have inadvertently been pulled closed which caught the heat control and was accidently pushed up to the 10 setting. Patient allegedly sustained 2nd degree burns to face. This was a discontinued product. No further information available at this time.

Manufacturer narrative:
Type of reportable event - patient sustained second degree burn. Sample not received at time of this report. Investigation results not available at time of this report.